Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging the one touch ultra 2 meter was reading inaccurately high. The technical service rep. Was not able to contact the pt to obtain or clarify info. On the day before at 8:21 pm, the pt allegedly obtained a result of 11.7 mmol/l. She ate a bowl of rice crispies at this time. The pt reportedly had no symptoms at that time. Just before midnight on that same evening she called her mother (the reporter) because she was reportedly shaky and dizzy; symptoms that the reporter attributes to hypoglycemia for the pt. The report didn't do any further blood tests at this point but gave the pt a soda and some biscuits. The pt reportedly began to feel better about 20 mins later. At midnight, the reporter ran a control solution test and obtained a result of 19.6 mmol/l for a test strip vial with a printed acceptable range of 5.3-7.1 mmol/l. Five minutes later, she ran another control solution test and obtained a result of 6.6 mmol/l. The reporter remembers that about 5-6 weeks ago the pt had readings of 1.1 mmol/l on two or three occasions and a 2.7mmol/l reading but did not feel any symptoms so re-tested and received more "normal" results. The pt ate normally and took her medication normally that time. She did not seek medical attention that time . It would be helpful to know the pt's normal readings, medication regimen, purposes for using the meter, and testing frequency. It would also be helpful to know what the pt would have done differently if the result were different before she suffered symptoms. It was determined during the troubleshooting telephone call the pt's testing technique was correct. The meter was set to the correct unit of measure and the 11.7mmol/l reading was verified in the meter memory. It is unk whether the quality control readings were verified in the memory. A quality control test done during the troubleshooting telephone call passed. This complain is being reported because the pt allegedly obtained a high result and suffered symptoms indicative of hypoglycemia a few hours later. Since the pt's diabetes treatment regimen is unk, the cause of the symptoms cannot be determined.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.